Event description:
It was reported that during a laparoscopic low anterior resection procedure, audible feedback was heard and the device was removed without any problem. The surgeon then noticed separation of the tissue. A leak test was done and it produced bubbles. Add'l sutures were used to close the anastomosis as well as a loop ileostomy, to prevent any leakage post op. The pt is okay.

Manufacturer narrative:
Info anticipated, but unavailable at this time.